Event description:
It was reported that the patient with this inflatable penile prosthesis (ipp) experienced infection. A surgical procedure was performed to remove the ipp and implant a malleable device as a space holder. Several months later, the patient underwent a surgical intervention to remove the malleable prothesis and implant a new ipp. No additional patient complications were reported.

Manufacturer narrative:
Additional information updated: b5: describe event/problem.

Event description:
It was reported that this inflatable penile prosthesis (ipp) was explanted due to infection. The ipp was replaced with a malleable penile prosthesis. No additional patient complications were reported.